Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch verio 2 meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on an unknown date in (B)(6) 2016. The patient manages his diabetes with insulin (self-adjuster) and denied making any changes to his regular diabetes management routine as a result of the alleged product issue. The patient stated that approximately 3 months after the alleged product issue began he developed symptoms of dizziness. The patient denied that he received any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the tests strips were stored correctly and not expired and the test strip used completely drew in the blood sample. The cca confirmed that the patient carried out the correct testing steps. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.